Manufacturer narrative:
The customer adjusted the 12 volt power supply and the system operates as intended. No ge service was performed.

Event description:
The customer reported the left monitor intermittently blanks out. No patient injury was reported.